Manufacturer narrative:
The display was blank and the insulin pump emitted a constant tone due to a faulty capacitor on the interface board.

Event description:
It was reported that the insulin pump emitted a constant tone. The reported blood glucose reading was 492 mg/dl. Nothing further was reported.